Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support of impella cp the patient with gastrointestinal bleed were given several blood products. No other information was available. The patient was doing well. Pump was explanted.